Event description:
The repair center technician reported that during routine testing of the device at the service center, the gut shaft, encoder wheel/pulley and printed circuit board mounting bracket were contaminated by bearing fluid. There was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the repair center technician. The bearing and bearing seal were replaced. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.